Event description:
It was reported that the cable was not inserted into the single side tensioner after the cable was fixed temporarily with tensioning device. The surgeon suspected the cable, so new cable was tested to insert the single side tensioner, but it was not possible. The surgeon turned the dial to clock wise a little, and the temporarily fixed cable could be inserted. After the insertion, the cable was broken when the surgeon started to tension device a little. The surgeon did not apply much force. The cable was fixed finally with the crimp tool though the tensioning was not completed. After the event, second cable was used with the same single side tensioner, the cable could be tensioned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been 2 other events for the lot referenced. The device was tested using a 2.0mm vitallium dall miles cable. With the returned device fully loosened the cable could be easily passed through the device. The device was able to apply and hold tension on the cable when the device was tightened by hand. The event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. The instrument was able to satisfactorily tension a sample dall miles cable. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the cable was not inserted into the single side tensioner after the cable was fixed temporarily with tensioning device. The surgeon suspected the cable, so new cable was tested to insert the single side tensioner, but it was not possible. The surgeon turned the dial to clock wise a little, and the temporarily fixed cable could be inserted. After the insertion, the cable was broken when the surgeon started to tension device a little. The surgeon did not apply much force. The cable was fixed finally with the crimp tool though the tensioning was not completed. After the event, second cable was used with the same single side tensioner, the cable could be tensioned.